Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt bad, their whole body felt like ice and their legs were hurting. The patient suspects that they had a cardiac arrest. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.